Manufacturer narrative:
Correction d4: lot #: added h22j20044 (previously reported as asku). Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, clamp function and torque engagement testing were performed with no issues noted. Integrity of seal surface testing was performed between a patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location and the twist clamp could not be completely closed. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.